Manufacturer narrative:
Device not returned. Results: unable to obtain add'l info from facility. Conclusion: no conclusion can be drawn at this time.

Event description:
Pt underwent surgical procedure in 2006; during fluoroscopy, the position of both dilators were conformed between l4/5. During insertion of the distractor, the spinous process of l5 fractured. The surgeon aborted the procedure and the x stop device was not implanted; the surgeon subsequently performed a full laminectomy.